Event description:
During routine procedure, provider unable to pass disposable retrieval device through scope with ease. Another instrument was used and this met mild resistance-provider attempt to push through and when he did, gray liquid was expelled into patient gi tract. Liquid removed from gi tract and sent for review. Scope tested for leaks following procedure and the scope did not pass the leak test, indicating rupture.